Event description:
It was reported the customer had high blood glucose. It was found the customer's blood glucose rose to 483 mg/dl . It was also found the customer was receiving no delivery alarms. Troubleshooting found the alarms did not occur during a manual prime. Troubleshooting could not determine the cause of the issue. It was found changing the infusion set resolved the no delivery alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).